Event description:
It was reported that approximately six years ago the right ventricular (rv) lead was capped and replaced due to the superior vena cava (svc) impedance measurement greater than 200 ohms, high, and varying on many occasions. The capped rv lead was recently explanted during a device change out procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and revealed that the proximal conductor fractured. It was noted that the defibrillation conductor was distorted, cut, and fractured (overstress). The outer tubing overlay had blood/body fluid on it, was melted, and had cosmetic environmental stress cracking (esc). The defibrillation coil had a white substance on it and the svc had an exposed defibrillation coil cut at 32.5 cm. The interior defibrillation cable had a fracture due to overstress at 31 cm.